Manufacturer narrative:
The sapien 3 valve was returned to edwards for evaluation. Visual analysis revealed the valve was cut and distorted, likely due to surgical removal of the valve. The main skirt, pvl skirt and leaflet were torn, likely due to surgical removal of the valve. No other abnormalities were observed. Due to the condition of the returned valve (distorted/cut frame), no functional or dimensional testing was able to be performed. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Due to no imagery returned for evaluation, the complaint for ¿valve ¿ valve embolization into ventricle¿ was unable to be confirmed. No manufacturing non-conformities were identified in the returned sample, and no IFU/training deficiencies were identified during evaluation. The use of sapien 3 with certitude delivery system for mitral valve-in-valve replacement is considered as off-label usage. As reported, the ventricular embolization might be due to the intentionally low placement of the valve, or possibly a short loss of rapid pacing. As such, the complaint is attributed to procedural factors.

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences for evaluation.  Visual analysis revealed the valve was cut and distorted, likely due to surgical removal of the valve.  The main skirt, pvl skirt and leaflet were torn, likely due to surgical removal of the valve.  No other abnormalities were observed.  Due to the condition of the returned valve (distorted/cut frame), no functional or dimensional testing was able to be performed.   During manufacturing, the valve and leaflets undergo 100% inspections for manufacturing defects before and after valve holder attachment.  The frame components are 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch and any deformation.  The devices are then 100% dimensionally inspected.  Prior to final packaging, 100% visual inspection is performed.  These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint.    A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review did not reveal any other similar complaints for the work order.  The instructions for use and the training manual were reviewed and no IFU or training deficiencies were identified.   Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter valve replacement (tvr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations.  Physicians are extensively trained by edwards before they are qualified to use the sapien thv.  Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.  The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device.  Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment.  In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information reported, the valve embolization cause was likely related to procedural factors (intentionally low placement of the valve, or possible short loss of rapid pacing).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the european edwards affiliate, during a valve in valve (29mm sapien 3 valve inside a medtronic valve) transapical tvr procedure in the mitral position, directly post deployment, the valve ¿jumped¿ into the ventricle, however, it remained in the guidewire.  The sapien 3 valve had to be removed surgically and a second 29mm sapien 3 valve was successfully implanted.  The patient was noted to be doing well. As per medical opinion, it is perceived that the ventricular embolization was caused the intentionally low placement of the valve, or possible short loss of rapid pacing.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve embolization was caused procedural factor (intentionally low placement of the valve, or possible short loss of rapid pacing). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the european edwards affiliate, during a valve in valve (29mm sapien 3 valve inside a medronic valve) transapical tavr procedure in the mitral position, directly post deployment, the valve ¿jumped¿ into the ventricle, however, it remained in the guidewire. The sapien 3 valve had to be removed surgically and a second 29mmsapien 3 valve was successfully implanted. The patient was noted to be doing well. As per medical opinion, it is perceived that the ventricular embolization was caused the intentionally low placement of the valve, or possible short loss of rapid pacing.